Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable results for 77 patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 6000 c (501) module. An example was provided for one patient sample that had discrepant hba1c results. The customer noted that the hba1c calibration performed on (B)(6) 2022 had a large jump in signal values. The reagent pack was then removed on (B)(6) 2022. The sample initially resulted in an hba1c value of 10.7 % on (B)(6) 2022 and this value was reported outside of the laboratory. A physician questioned the result. The sample was repeated, resulting in a value of 6.9 %. The repeat value was deemed correct. The hba1c reagent lot number was 62959801, with an expiration date of 31-dec-2023.

Manufacturer narrative:
The last calibrations performed on 01-nov-2022 and 02-nov-2022 were ok and there were no alarms. Quality controls were outside of range initially on 01-nov-2022 and recovered within range afterward. There was no indication of a reagent performance issue. Upon review of the alarm trace, an abnormal aspiration alarm occurred on 02-nov-2022. Multiple sample short alarms occurred on 05-nov-2022 and this can indicate poor sample quality. A calibration alarm and an hba1c sample cup type error also occurred on 05-nov-2022. The field service engineer determined the calibrator material was incorrectly reconstituted. The customer used 1 ml. Of water instead of 2 ml. To reconstitute the calibrator material. Controls were outside of range. A new calibration was performed with properly prepared material. Controls were within range and the patient samples were repeated after this. The investigation determined the service actions resolved the issue.